Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. It was received with a bubbled downstream occlusion sensor, dso. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "cassette not attached properly" alarm messages. To further investigate, a functional test was performed. Customer problem was not duplicated. It was determined that the issue was likely caused y the bubbled dso; the dso was replaced as a preventative measure.

Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, the pump exhibited failed pressure test and had a bubbled downstream occlusion (dso) sensor seal. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Additional information: b5 no causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were all intact. The downstream occlusion seal had a bubble. During functional testing, the reported complaint was not duplicated. Could not repeat customer stated problem during testing. Unable to determine on failed pressure test. Root cause is unknown. Replaced downstream occlusion sensor as a preventative measure and replaced downstream occlusion sensor seal. No action taken., corrected data: d1

Event description:
Additional information received via email on 28-oct-2021: pumps were not used on patients and failures occurred while doing preventative maintenance testing.